Manufacturer narrative:
Received one device. Visual inspection found downstream occlusion sensor (dso) peeling. Replaced, dso seal performed sensor calibration. Unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that battery door was cracked on inside and dso was peeling up in the middle. The issue was observed during testing.